Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.50 x 20 synergy ii drug-eluting stent was advanced to treat the lesion. However, it was noted that the distal part of the stent was damaged. The procedure was completed with another 2.50 x 20 synergy stent. No patient complications nor injuries were reported. Synergy ous mr 2.50 x 20 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found that on the proximal rows, stent struts were pushed distally, lifted and bunched and the distal end of the stent is also damaged with stent struts stretched distally over the distal balloon cone. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal edges of the tip. Tip damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination of the hypotube found multiple severe kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/20/2018 10:04 am CT. The report number is being corrected from: 2134265-2018-64560 to: 2134265-2018-63364.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.50 x 20 synergy ii drug-eluting stent was advanced to treat the lesion. However, it was noted that the distal part of the stent was damaged. The procedure was completed with another 2.50 x 20 synergy stent. No patient complications nor injuries were reported.